Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod longer than 48 hours. It was also reported that the pod's pink slide did not move forward. Symptoms reported include hyperglycemia, incoherent, and got the flu. The patient was treated with insulin and fluids. The patient was released three days later. The pod was worn when seeking medical attention. The patient also reported the pink slide did not move forward; indicating a needle mechanism failure.